Manufacturer narrative:
Additional product code: hwc. (B)(4). It is unknown if the device was implanted/explanted. It was noted that only the thin debris was received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 10 december 2014. Expiry date: 01 december 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was an open reduction internal fixation (orif) surgery of distal humeral fracture. A variable angle locking compression plate (va-lcp) distal humeral plate was used. During insertion of the locking screw it was noted there was debris, shaped in thin thread; it is unknown if this was from the screw or the plate. No surgical delay was reported. No adverse consequences were reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:we have received only this undefined debris and an empty screw package. Based on the information out of the complaint description we cannot confirm it. We have received the empty package of article 412.107s with lot 8650204. Further undefined debris was returned in a separate package. Based on the received information we could research the device history record but no other investigation was possible. The root cause of this undefined debris could not be defined due the fact that the screw nor the plate were returned for investigation. We have received the empty package of article 412.107s with lot 8650204. Device history record review of screw and plate did show no deviation to specifications. No relation to complained foreign debris is reported. Chu investigation provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.